Manufacturer narrative:
Additional information: h6. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a peritoneal dialysis (pd) transfer set separated from the twist clamp. This event occurred while the patient was getting ready to connect to a manual bag for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.